Manufacturer narrative:
Follow-up # 1 ¿ (12/01/2014). The lay user/patient¿s meter has been returned on 10/21/2014 and evaluated by lifescan product analysis on 11/20/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition, the meter was also found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging multiple inaccurate comparisons of "230 and 105 mg/dl", "180 and 112 mg/dl", "210 and 12 mg/dl", "212 and 104 mg/dl" and "245 and 124 mg/dl", each performed on the subject meter within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.